Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The patient had a long proximal aortic neck and focal abdominal aneurysm near the aortic bifurcation. The physician was unable to cannulate the contralateral gate due to these pre-existing anatomical problems and an unplanned aortouniiliac procedure was performed for placement of a second trunk-ipsilateral leg component. The procedure was completed and the patient was in good condition.